Event description:
The pt's 7:30/a fasting blood glucose result on her surestep meter on 4/17 was 160 mg/dl. She took her usual dosage of 1 tablet micronase (she does not base medication on meter results). At a regularly scheduled doctor's appointment, a 9:30/a laboratory blood glucose result was 545 mg/dl. The pt denies experiencing symptoms of hyperglycemia. She was admitted to the hospital directly from the doctors office. Treatment provided is unk. The pt was contacted on 5/14 for follow-up. She had just been released from the hospital after an 8 day stay for elevated glucose, a condition she was alerted to by her replacement surestep meter. She has since been placed on insulin. The meter is not cleaned according to MFR's recommendations, dry cotton is used to clean the meter optics rather than water. Calibration status of the meter is unk at this time.

Manufacturer narrative:
Meter is the subject of FDA recall.the meter has been evaluated and meets functional specifications.